Event description:
It is reported that a customer experienced high blood glucose of 421 mg/dl. The customer was informed that there could be many reasons for high blood glucose. The customer did not want to trouble shoot the issue. The customer will monitor their insulin pump and will call back if they experienced any malfunction with the pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.